Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The patient re ported that the cause of them not being able to sync and seeing the "reposition antenna" message was due to the battery being dead and timed out due to the age of it. They were unable to restart the device and it was never in the right position. The actions that are needed to be taken is getting the ins replaced. This issue has not been resolved and will be resolved when they get another surgery.

Manufacturer narrative:
Concomitant medical products: product ID 97740 lot# serial# unknown product type programmer, patient. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when attempting to sync their programmer to their ins it was giving them "stuff that they don't know what it was. Arrows or something". Ps instructed pt to attempt to sync their programmer to their ins. Pt stated the programmer wouldn't power on. Pt replaced the batteries and confirmed the programmer then powered on as expected. Pt confirmed reposition antenna displayed. Pt then disconnected the antenna and attempted to sync again. Reposition antenna displayed again. Ps instructed pt to attempt to sync the recharger (37751 recharger) to their ins and confirmed reposition antenna displayed. Pt confirmed it had been a while since they last charged. Ps suspects possible over discharge and reviewed information with pt. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Ps emailed mdt field reps for visibility. Pt mentioned they don't use their therapy and might consider having their ins removed. Pt also inquired about MRI mode and asked if putting their device in MRI mode drains the ins battery at a faster rate. Ps reviewed information. Additional information received. Pt called back saying they still had not heard from a rep. Pss offered reaching out to reps again and offered nas number, but pt said they didn't know what doctor to have call nas as their doctor wouldn't see them anymore due to ins doesn't work - said didn't do what it was supposed to do as it was not in the right location